Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient received a driveline fault alarm. The alarm was cleared and a pocket controller self-test was done without any issue. The event history confirmed the reported event of driveline fault alarms. Technical services were on-site to investigate potential driveline issues due to continued driveline fault alarms. No broken wires were found during investigation and alarms could not be replicated with manipulation of the driveline. Suspicious area was noted on the driveline about three inches from the exit site when palpitated. It was too close to perform an external repair and the hospital was advised to try a third controller to try and resolve the alarms. The patient was doing well with no symptoms; however, it was decided by the clinical learn to do a pump exchange due to frequent driveline fault alarms. A pump exchange was performed on b)(6) 2014. Upon examination in the operating room, it was found that "the dl where it connects to the pump housing was quite damaged."

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is complete.